Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A report was received from the china health authority and stated that , during the implantation of iol(intraocular lens) it was found that lens was torn under local anesthesia due to retinal detachment and cataracts in the right eye, then the iol was be removed during initial procedure. Due to the discovery of complete retinal detachment and significant proliferation during the surgery, the patient did not implant another iol again. The patient's corneal incision expands, the healing time prolongs, and the pain and discomfort worsen.